Event description:
It was reported to philips that the device is rebooting. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty power pca. The power pca was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time. The power pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the power pca was found to be fully functional and the reported issue could not be verified or duplicated.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is rebooting. There was no patient involvement.